Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2007, after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving three separate products; associated mdrs# 1225714-2013-03082 and 2937457-2013-00226.